Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
Device code: 3191 - appropriate code not available to describe the canister issue this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy in the left anterior descending artery (lad) using a penumbra engine canister (canister), penumbra engine (engine), and indigo system catrx aspiration catheter (catrx). During the procedure, the physician placed the catrx in the target vessel and the canister in the receptacle of the engine. While the engine was powered on, only three out of the four indicator lights were illuminated on the engine; therefore, the canister was removed. The procedure was completed using another canister and the same engine and catrx. There was no report of an adverse effect to the patient.